Event description:
It was reported that the transducer within the pack incorrectly reported a patient's pressure which resulted in medication being provided that was not necessary.

Manufacturer narrative:
A custom manifold kit from argon is a component within an angiography pack. It was reported by the customer that the argon transducer was not performing consistently. An incident occurred during a procedure where the pressure reported from the transducer indicated the patient was hypotensive. The physician responded by administering medication to the patient. As it turned out, the patient was not hypotensive. This was verified with a bp cuff. The patient did not suffer any adverse effect from the medication. A contaminated sample was provided by the customer. It will be sterilized and then forwarded to the manufacturer for further investigation. They will identify a root cause and determine what corrective actions need to be taken.